Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was hospitalized for unrelated medical reasons, questionable loss of capture was observed on the hospital monitor. It was noted there was no evidence of loss of capture the following day. The lead remains in use. No patient complications have been reported as a result of this event.